Event description:
The customer reported that the ventilator was alarming due to a vent inop and would not power off. The customer reported the ventilator was not in use on a patient, therefore was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported problem during evaluation. Review of the diagnostic log indicated a vent inop occurrence due to a data acquisition pcba adc reference failure. The service technician replaced the cpu and data acquisition pcb boards to address the reported problem. Performance verification testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.